Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The representative confirmed that the line power light was not illuminated and the viewing station of the imaging system would not power on. After investigation it was found that fuses within the viewing station of the imaging system had blown. The representative reported that replacement of the fuses resolved the reported issue on (B)(6) 2017. The imaging system then passed the system checkout and was found to be fully functional. The suspect fuses have not been received by the manufacturer for evaluation.

Event description:
A site representative reported that, while outside of a procedure, the viewing station of the imaging system would not start up. The line power light on the viewing station of the imaging system was not illuminated and the site confirmed the outlet was operational. No additional information was provided. There was no patient present when this issue was identified.